Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the defibrillation check failed. There was no patient involvement.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty therapy pca, processor pca and patient connection assembly. Upon conclusion of the evaluation, it was determined that this was a malfunction of multiple parts. The parts were replaced to resolve the reported issue the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.